Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during prime while the patient was connected. The home patient (hp) stated that this was her second set of supplies that night. The technical service representative (tsr) had the hp check the lines for kinks, clamps, and occlusions. The hp had an unused supply line clamp open. The tsr advised the hp to start over with new supplies and make sure that the unused supply line clamp was closed. The tsr advised not to connect to the patient line until priming completes. The hp decided to skip therapy for the night. The tsr advised the hp to contact her registered nurse regarding any missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the alarm was caused by an incorrect set up. She had reviewed proper procedures with the patient regarding set up, connecting during prime, and closing clamps on unused lines. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this condition of a use error ? Failed to follow therapy steps was confirmed, based on the customer's report of the open supply line. However, the root cause could not be determined. The label review found the labeling adequate for the use error in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.